Event description:
It was reported that the patient presented in clinic for follow-up. The patient's right ventricular and right atrial lead exhibited noise and low pacing impedance. The right atrial lead also exhibited p-wave amplitude variation. Programming changes were performed. There were no patient consequences. Related manufacturer reference number: 2017865-2021-40049.